Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was unable to boot up. The rse determined a software startup abnormality. The issue persisted even after a cold restart. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the main pc (suite) was not starting normally. To resolve the issue, the fse reinstalled the software. After installation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the x-ray system was starting up, however the system failed to boot. No harm was reported to philips. The device was outside of clinical use at the time of reported event. Philips has started an investigation of this complaint.